Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 5 and 24 hours. The pod was removed and a new pod was applied. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient went to the healthcare professional and was advised to go to the ER. The new pod was worn during the ER visit. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Event description:
It was reported that the patient was hospitalized with hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 5 and 24 hours. The patient currently lives in a facility for children. The pod was removed and a new pod was applied. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient went to the healthcare professional and was advised to go to the emergency room. The new pod was worn at the hospital. The patient's legal guardian stated the patient stayed at the hospital overnight for observation. No additional insulin was given besides the insulin from the pod. The patient was discharged around noon time the following day.

Manufacturer narrative:
On 21oct2024, patient's legal guardian called and provided additional information regarding the incident. Correction to b2 - outcomes attributed to ae additional information added to b5 - describe event or problem correction to h6 - adverse event problem health effect - impact code